Event description:
Boston scientific received information that this patient recently had 6 inappropriate shocks and anti-tachycardia pacing (atp) for atrial tachycardia. Boston scientific technical services (ts) was consulted and gave some programming options. The shocks exhausted all therapy. The patient had stopped taking all cardiac medications, and it is believed that is correlated to this event. The patient was placed back on medication, and all anti-tachycardia pacing (atp) was programmed off. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.